Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "probe broke during surgery." (Break [probe]). The customer reported probe broke during surgery. No patient impact was reported. Additional information was requested.